Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient was very confused, had blood glucose (bg) levels in the 400 mg/dl's all day, and was not able to inject self. The patient was off the pump at the time of this excursion, having previously reported a similar hyperglycemic episode to animas on (B)(6) 2015. This complaint is being reported as the patient experienced hyperglycemia.